Event description:
It was reported that during an office visit, the device could not be interrogated. A magnet was also tried and there was no magnet rate response. Another programmer was tried and the device could still not be interrogated. It was noted that the patient was not symptomatic and that the device had not been interrogated since implant. The device was attempted to be interrogated again the following day but it was still not possible to establish telemetry even when a different programmer was attempted. There was also still no response with a magnet. The device remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.